Event description:
It was reported to boston scientific corp in 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, the anchoring balloon would not inflate. The anchoring balloon was not visible on the ultrasound after adding 5 ccs of water. When the prolieve catheter was removed and tested, a pin-hole leak was noted in the anchoring balloon. The physician completed the case with another prolieve thermodilatation kit. There were no complications, and the pt's condition was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.